Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while pump was charging and pump felt hot. There was no impact to the customer's blood glucose level. It was indicated that manual injections would be used as back-up insulin therapy.

Manufacturer narrative:
A pump malfunction related to the reported issue could not be confirmed; however, a different issue was found.